Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 26. On (B)(6) 2022, the implant was removed upon patient¿s request. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, and mobility. No further patient complications were reported.